Event description:
A greenfield filter was implanted on (B)(6) 2008. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that on (B)(6) 2017 the patient was seen to assess the ivc filter position. The patient received a CT of the abdomen without contrast. Findings revealed that the ivc filter tip appears positioned at the posterior wall. The tip of the filter appears embedded at the posterior wall which will likely make retrieval more difficult. The legs of the filter appear to extend just beyond the wall nc 2 mm into the retroperitoneal fat without extension into any of the surrounding structures. No significant filter tilt identified. The filter appears to be positioned such that it will function appropriately. Filter is in appropriate position immediately below the renal veins. No inferior vena cava stenosis. No filter fracture or bend strut.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.